Event description:
There was difficulty getting the sutureless (sc) connector off the old pump. When attempting to disconnect the rubber part, the catheter pulled off but the internal ring stayed connected to the old pump and the rubber part pulled back. 11.5 centimeters (cm) of the existing catheter were removed. A new segment was added after the existing pump segment was trimmed. It was noted the patient had higher concentration than normal drug in the pump. The pump was also explanted for normal end of service. There were no issues with the pump or catheter that were suspected. Prior to explant there was good flow from the catheter access port (cap), but it was noted there seemed to be a lot of bubbles every 0.25 milliliters or so. A total of 1-3 milliliters were aspirated. The source of the bubbles was not determined, but it was thought the connector was perhaps loose. The product issue was resolved. The cause was determined to be that the metal ring appeared to have disconnected from the pump connection. There were no symptoms or complications associated with the event and the patient had good effect with no therapy issues. The patient status at the time of the report was ¿alive- no injury.¿ the system was being used to deliver gablofen 3000 micrograms per milliliter.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the suture-less catheter connector found difficulty with the suture-less connector which led to explant. (B)(4)

Event description:
The event occurred during a pump replacement for normal end of battery life. No catheter issue was known. The connector of the catheter was unable to be disconnected from the pump at the time of the revision and it was replaced. There were no patient symptoms. The patient recovered without permanent impairment. The start date of the gablofen therapy was (B)(6) 2013 and was ongoing. Additional patient medications included valium, neurontin, synthroid, miralax, and vitamin c.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.